Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope was reprocessed by the customer without disassembling first and it was subsequently used in an unspecified number of procedures. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h4. The device was not returned to olympus for inspection and records of device. Reprocessing were not provided; therefore, the reported event could not be confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: the event can be detected/prevented by following the applicable chapters in the instructions for use which state: ¦disassembly of t-tube (insulated type) (maj-891) (warning). Disassemble the t-tube before reprocessing. The t-tube may not be reprocessed correctly. Olympus will continue to monitor field performance for this device.

Event description:
No addtl info.